Event description:
It was reported there was a loss of therapeutic effect the day of report. Patient could not feel stimulation and was wondering if the device was off. Patient had changed programs and verified it was on. It was noted there was loss of bowel control. There was no know accident or incident related to the complaint. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va00u3p, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported, the patient received assistance from their doctor or manufacturer representative and did not have concerns with their device or therapy. It was noted the patient had an appointment in early (B)(6) 2012. No further information was reported.